Manufacturer narrative:
The reported events of dislodgement during implant post tether mode, helix stretched, low current of injury, and low pacing impedance were not confirmed. Visual inspection noted the helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented for an aveir dr implant procedure. During placement of the right ventricular leadless pacemaker (rvlp), a small current of injury and relatively low pacing impedance were observed. A deflection test was performed with acceptable results, and the rvlp was deployed. After deployment of the atrial device, the physician observed that the rvlp had dislodged and migrated to the pulmonary artery. The device was successfully retrieved, and the helix was noted to appear slightly stretched. A new rvlp and delivery catheter were used to complete the procedure. The patient was stable following the procedure.